Event description:
It was reported: the patient has not charged his scs system in over 2-3 months hence, the ipg is unable to communicate with the programmer or charger. The patient is no longer receiving stimulation. Follow up information identified the patient underwent a surgical procedure to replace the ipg. The patient is now receiving effective stimulation.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.